Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump was not working. The customer¿s blood glucose level was 152 mg/dl at the time of the incident. Customer stated the insulin pump had keypad anomaly and buttons was not responding. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
No blank display or button error alarm noted during testing. Device had unresponsive buttons due to flattened esc and act buttons dome switch. No unlocked j2/lcd keypad connector noted. Unable to perform operating currents, self-test and displacement test or verify battery out limit alarm due to unresponsive button.